Manufacturer narrative:
(B)(4). Covidien service could not duplicate the customer's report of low readings. As a precautionary measure the display main board and the nell board were replaced.

Event description:
It was reported to covidien that this oximeter was reading low. There was no patient harm.